Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
A patient implanted for gastric stimulation and gastrointestinal/pelvic floor reported having a hysterectomy one year ago and felt pain at her implantable neurostimulator (ins). The ins had helped her get off of a feeding tube and eat; she had been at (B)(6) with a feeding tube and was now at (B)(6) with no feeding tube. However, she was feeling electrical spasms in her stomach and had a cramping pain, like it was turning, when she bent over to pick something up. She didn't think it was normal. The patient saw a healthcare provider who adjusted the setting and since then she had been having pain around the incision area on the right side and could feel the electrical impulses. The patient didn't know everything that had been changed. An event date of (B)(6) 2015 was noted. The patient saw a different healthcare provider who had to call a manufacturer representative when using the device because he didn't know how to turn it on. He had forgotten "everything," and told the patient that her ins was off because it came up with "???" And he had to press a button. The doctor also hadn't written the voltage changes down. The patient was not confident that the device was being set correctly because she was feeling pain in the area. No potential event cause, troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.